Event description:
The customer reported that spo2 didn't alarm. Spo2 dropped to 63, low alarm limit was set at 92. The nurse caught the event and responded accordingly. The pt responded to treatment.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.